Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, battery compartment contaminated, latch handle damaged, peeled downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. The event history log confirmed multiple occlusion alarms occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be an intermittent uso sensor. The uso sensor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was an occlusion alarm. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.